Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range (oor) shock impedances, measuring greater than 125 ohms. It was noted the impedances gradually increased. Boston scientific technical services (ts) discussed this was likely due to calcification and recommended continuing to monitor. This rv lead remains in service. No adverse patient effects were reported.